Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that upon removing the poly trial from the surgical site, the tasp cracked.

Manufacturer narrative:
Cmp-(B)(4). Updated: reported event was confirmed due to the visual assessment of the return device. It was found that the device was fractured on the medial side. The potential field life was two years and five months with unknown frequency of use. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends

Event description:
No further event information available at the time of this report.